Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor. Unable to confirm insertion complaint due to customer returned sensor only. No insertion needle.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was 137 mg/dl. The customer stated that when they removed the sensor, the cannula came up with it. The customer was not able to use the sensor. The product was returned for analysis.